Event description:
The patient received his scs system, including two surgical leads (of the same lot), on (B)(6) 2010. It was reported the patient experienced 3-4 overstimulation pulses which was followed by an immediate loss of stimulation to his right side. Diagnostic testing of the leads found high impedances on three contacts. Reprogramming was not able to restore stimulation. The leads will be surgically revised; however, no date of service has been determined at this time. No further patient complications were reported as a result of this event.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.